Event description:
Device 2 of 2. Ref MFR report#: 1627487-2012-06305. It was reported, the pt lost coverage and experienced pain after lifting a bale of hay. An impedance check was performed and revealed invalid contacts. A CT scan was performed and revealed the pt had a herniated disc and stenosis. The pt may undergo surgical intervention to address the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.